Manufacturer narrative:
Concomitant medical product: olympus visiglide 2 guidewire, 0.025 inch, 450 cm. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be performed because a lot number was not provided. Investigation conclusion: the information provided indicated that the device was used in the duodenal papilla. Use of the device in the duodenal papilla is against the intended use and is the most likely cause for the reported observation. The intended use states: ¿this device is used to dilate strictures of the biliary tree." The instructions for use also advise the user: "do not use this device for any purpose other than the stated intended use." A leakage in the balloon material can occur if the balloon comes into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all fusion biliary dilation balloons are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information that this device was used in the duodenal papilla, against its intended use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used a cook fusion biliary dilation balloon. For dilation of the papilla, the user inflated the balloon at the target site but found a leakage of the contrast media from the balloon. So he replaced it with another manufacturer's device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.